Event description:
Reportedly, during testing, there were 'grinding' and 'clicking' noises from the pump. The device was not used on a patient at the time of the event.

Manufacturer narrative:
(B)(4).